Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. The customer had no symptoms but blood test was too low and was unable to self-treat, requiring third-party administration of insulin(dose, type unspecified) for treatment. The treatment of insulin is inconsistent with the reported blood glucose levels. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. The customer had no symptoms but blood test was too low and was unable to self-treat, requiring third-party administration of insulin(dose, type unspecified) for treatment. The treatment of insulin is inconsistent with the reported blood glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (indicating storage state) with an event log 5 indicating insertion failure. There was no watermark at the base of the tail (indicating that the sensor was never inserted). Therefore, this issue is not confirmed to tail not properly inserted. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.